Event description:
It was reported that an implanted lead (B)(6) 5mm compact 1x8 magnetic resonance imaging (MRI) was associated with multiple patient falls and that the lead was described as fractured, damaged, or broken. High electrode impedance was reported, and an electrode impedance check was done and showed greater than (B)(6). Intermittent loss of stimulation was also reported. Troubleshooting was performed, including attempted programming around broken leads and programming around bad leads. The issue was reported as ongoing and unresolved, and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: (B)(4)., serial/lot #: (B)(6), ubd: (B)(6) 2024, UDI#: (B)(4).; product ID: (B)(4)., serial/lot #: va27thq029, ubd: 24-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.